Event description:
Physician reported a "ruptured" sizers. It is unknown if the gel made contact with the patient.

Manufacturer narrative:
Analysis of device labeling indicated: "patient should be advised that the sizer may rupture, releasing silicone gel into the surrounding cavity. Causes of rupture include: damage by surgical instruments, such as nicks, slices or puncture; other trauma during surgery, such as improper handling or manipulation. Do not insert or attempt to repair a damaged sizer."